Event description:
A customer reported an issue with the pump's touchscreen, which was unresponsive and stuck on a frozen display, preventing interaction with the device. The customer's blood glucose level was recorded at 18.9 mmol/l due to the issue. Customer administered a correction bolus using the pump. Technical support provided instructions for a complete pump reset, which the customer successfully performed, restoring the screen's responsiveness and resolving the issue.